Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2010, the patient reported his insulin infusion sets are not properly adhering to his body. He stated the issue began a few days ago. He cleans his infusion site area with alcohol prior to inserting the headset. He changes his infusion headset every 3 days usually but changed his headset yesterday as the headset came off. He discarded the infusion set at issue. Courtesy transparent dressing, adhesive remover, and infusion sets were sent to the patient. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion set was not available to be returned for evaluation.